Event description:
It was reported through the litigation process that an inferior vena cava filter was placed in a patient via the vein approach after being diagnosed with an unknown medical condition. At some time, post filter deployment, it was alleged that the filter limbs had perforated through the posterior wall of the inferior vena cava. It was further reported that the patient allegedly experienced right sided abdominal pain. However, the device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the reported lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Post filter deployment, a computed tomography of abdomen and pelvis with contrast study showed that the filter was noted in place. The posterior limbs have perforated through the posterior wall of the inferior vena cava. The medical records included images. The image review was documented in the medical records. One image was reviewed. The image depicts the filter. The filter appears to be fully, but irregularly expanded. There is no complaint to address. In the absence of contrast-enhanced or CT imaging, it cannot be determined whether any of the filter struts have perforated the vena cava wall. Therefore, investigation is inconclusive for the reported perforation of inferior vena cava wall issue as there were no objective evidence obtained from the provided image. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the reported lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Post filter deployment, a computed tomography of abdomen and pelvis with contrast study showed that the filter was noted in place. The posterior limbs have perforated through the posterior wall of the inferior vena cava. The medical records included images. The image review was documented in the medical records. One image was reviewed. The image depicts the filter. The filter appears to be fully, but irregularly expanded. There is no complaint to address. In the absence of contrast-enhanced or computed tomographic imaging, it cannot be determined whether any of the filter struts have perforated the vena cava wall. Therefore, investigation is inconclusive for the reported perforation of inferior vena cava wall issue as there were no objective evidence obtained from the provided image. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that an inferior vena cava filter was placed in a patient via the vein approach. At some time, post filter deployment, it was alleged that the filter limbs had perforated through the posterior wall of the inferior vena cava. It was further reported that the patient allegedly experienced right sided abdominal pain. However, the device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.